Event description:
The hcp reported, the patient's drug pump was coming to the end of life, and it was working erratically. The drug used in the pump is dilaudid. A routine replacement was scheduled. During the replacement procedure, the catheter was found to have a tear/fray in the connector, and it was felt, it would not work properly. The decision was made to revise the proximal portion of the catheter. The patient tolerated the procedure well and recovered without sequela.

Manufacturer narrative:
.